Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for bladder leakage and urinary frequency experienced intermittent spells of symptoms, ongoing bladder leakage, increased urinary frequency, and reported that no stimulation was felt from the device, indicating ineffective therapy. The patient described a painful pinching feeling at the implant site during communicator connection, followed by a painful "shocking" sensation at the implant site, and subsequent soreness and pain after the shocking sensation resolved. The patient also reported a sudden sharp pain on the left side that caused them to jump, degenerative disc disorder in the left back, severe back pain with limited mobility, possible need for back surgery, and severe pain down the legs at night. During the call, the patient was walked through changing the neurostimulator program, successfully increased stimulation to a comfortable level, and felt stimulation in the bicycle seat area, with the pinching pain at the implant site no longer present. The patient was redirected to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event.